Manufacturer narrative:
This report is submitted on april 13, 2018.

Event description:
It was reported the patient experienced recurring swelling subsequent to sustaining a head trauma. Subsequently, the patient developed an infection. There are plans to explant the device; however yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018.